Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0205305163, implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study and manufacturer's representative regarding a patient who was receiving baclofen (3000 mcg/ml at 149.9 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included multiple sclerosis. The patient's concomitant medications included codeine and nabilone. It was indicated the patient's catheter was implanted on (B)(6) 2018, however, the use by date (ubd) of the lot number of the reported catheter was 2013-may-16. It was stated both the catheter lot number and implant date were correct. It was unknown why the catheter was implanted after the ubd. There was no reported patient impact. Further complications were not reported or anticipated.